Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the healthcare professional that blood was unable to be aspirated through the device. An x-ray revealed that there was an alleged catheter fracture. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Complete manufacturing review could not be conducted for the investigation as the lot number is unknown. One power port MRI isp with 8f groshong catheter was returned. The port system was returned in two segments, (port and broken catheter segment). A gross visual and microscopic evaluation was performed. Both ends of the broken catheter were jagged. The fractured surface is noted with distinct granular texture. Additionally, the fracture cross section exhibited an overall elliptical shape. The catheter was also noted with distinct flattening of the tubing just distal to the break, noted on the proximal/port segment of the catheter. Therefore, the investigation is confirmed for the reported leak, specifically due to fracture as a result of pinch-off. While pinch-off is evident, a definitive root cause could not be determined based upon available information. It is possible that patient factor contributed to the observed condition and reported event. However, it is unknown whether procedural factors also contributed to the reported event. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported by the healthcare professional that blood was unable to be aspirated through the device. An x-ray revealed that there was an alleged catheter fracture. The device was removed. There was no reported patient injury.